Event description:
On (B)(6) 2009, an ams inflatable penile prosthesis was implanted. On (B)(6) 2010, the entire device was removed and replaced due to the pt complaint of discomfort at tubing site and inadequate cylinder length. No pt complications reported.